Event description:
Caller reported cgm error, specifically identifying it as error 42 with a g6 sensor. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support provided detailed instructions on resetting the pump, guiding the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully initiated a new sensor session.